Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve beds saturated. Associated malfunctions for this device: heat exchanger, muffler and tubing dirty/clogged. Pilot valve not shifting properly. Hose clamps and tie wraps leaking.